Manufacturer narrative:
Evaluation of the returned catrx confirmed a mid-shaft fracture. Based on the damage at the fracture site, the catrx was likely kinked prior to fracture. If the device is forcefully mishandled at an extreme angle during insertion, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed bends throughout its length. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and guide catheter. During the procedure, while inserting the catrx into the guide catheter, the catrx broke at the midshaft; therefore, the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no adverse effect to the patient.